Event description:
I received three medical devices from (B)(6) at neurocare pro. One of the products is brain cap 280. The product is FDA registered device information product: neurocare pro brain cap / red light therapy pad manufacturer: neurocare pro llc establishment registration # 3018126456 event date: (B)(6) 2025 event location: private residence the event or problem an 87-year-old female used the neurocare pro brain cap for six minutes. The device is marketed as "non-thermal." Within minutes she developed severe periorbital swelling and a large subconjunctival / intraocular hemorrhage with persistent blood and vision loss in the affected eye. Including a burn. Medical evaluation is ongoing. Independent testing shows the device has no pulsing circuitry and uses only single-die commodity leds, confirming the "non-thermal" and "advanced pulsing" claims are false. In fact, there are no specialized chips or circuitry. I obtained a very detailed engineering report on this device and nothing they claim on the website is correct. Including where the device is manufactured. I have video, reports if needed.